Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the reporter called in to report 3 instances of medical intervention with 911 paramedics due to cgm inaccuracy. This report is 2 of 3 allegations of inaccurate cgm values that had similar event details. The patient refused to provide the details and refused to get a callback on a later date. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). This report is 2 of 3 allegations of inaccurate cgm values that had similar event details. Related records: (B)(4).